Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty axiem system. The system was replaced. The replaced system was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was no reported issues found with the replaced system.

Event description:
A medtronic representative reported that the axiem box displayed the following error message: "high temperature". No patient was present during the time of the reported incident.

Manufacturer narrative:
Patient demographics provided.